Event description:
Medication didn't came out from the epipen and it did not work [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device malfunction and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the other healthcare professional (ambulance first responder) via a voicemail and telephonic call concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (batch no: g241011x and expiration date: 30-jun-2026) (ndc, dose, and frequency were not reported) via intramuscular route for anaphylactic shock. Concurrent condition included anaphylactic shock. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient tried to use the medication while in anaphylactic shock, also stated that it didn't came out from the epipen and it did not work for the consumer. Upon asking that second autoinjector was not injected as it was not available with the consumer at the moment, so he injected the another epinephrin directly by syringe and confirmed that consumer recovered after introduction of another epinephrin. The reporter denied to provide the manufacturer name of the another epinephrin. Patient was not needed to be hospitalized due to the same issue as he was recovered from it. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 01-apr-2026. New information received includes qa investigation report, attached with this case. An investigation was conducted for a reported ¿failure to fire¿ complaint associated with epinephrine auto injector 0.3 mg, lot g241011x (exp. Jun 2026), in which the user indicated that the needle did not deploy during an anaphylactic event. The complaint sample was not returned; therefore, the reported defect could not be confirmed through direct examination. A comprehensive review of manufacturing and quality records for the lot confirmed that all in-process testing (500 units) and final release testing (50 composite units) met established acceptance criteria. No deviations, discrepancies, or nonconformances were identified that could contribute to the reported issue. Evaluation of retained samples demonstrated that the device was fully functional, with no mechanical, structural, or performance-related defects observed. Complaint trending identified zero additional complaints for the subject lot and 11 similar complaints across (B)(4) devices distributed over the past 24 months, corresponding to a complaint rate of (B)(4). None of these complaints were confirmed upon investigation, indicating no adverse trend or evidence of a systemic issue. A review of the instructions for use (IFU), carton labeling, and device labeling verified that clear, FDA-approved instructions and visual indicators are provided to support proper device preparation, administration, and confirmation of dose delivery. Based on the available information, no evidence of a manufacturing, batch-related, or design-related issue was identified. The reported event is considered isolated, with the root cause undetermined due to the absence of a returned sample; however, use-related factors under emergency conditions cannot be ruled out. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication didn't came out from the epipen and it did not work [device malfunction] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device malfunction and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 16-mar-2026, amneal pharmaceuticals received information from the other healthcare professional (ambulance first responder) via a voicemail and telephonic call concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg, as needed (batch no: g241011x and expiration date: 30-jun-2026) (ndc, dose, and frequency were not reported) via intramuscular route for anaphylactic shock. Concurrent condition included anaphylactic shock. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. The patient tried to use the medication while in anaphylactic shock, also stated that it didn't came out from the epipen and it did not work for the consumer. Upon asking that second autoinjector was not injected as it was not available with the consumer at the moment, so he injected the another epinephrin directly by syringe and confirmed that consumer recovered after introduction of another epinephrin. The reporter denied to provide the manufacturer name of the another epinephrin. Patient was not needed to be hospitalized due to the same issue as he was recovered from it. Last action taken with epinephrine auto-injector in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device malfunction and no adverse event were unknown. The reporter did not provide the causality of events device malfunction and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.